Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced many short non sustained episodes with some noise when it comes to this right ventricular (rv) lead. The noise was only reproduced with shoulder shrugging possible suggesting a subclavian fracture. Reprogramming took place at this time and the patient was put on remote monitoring. The implantable cardioverter defibrillator (ICD) and rv lead remain implanted.